Manufacturer narrative:
The reported event of extended charge time was confirmed via review of the device image. Premature battery depletion was also confirmed by analysis. Bench testing on the device was performed, and no sources of high current was noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analysis concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The root cause of extended charge time was caused by an anomalous battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited extended charge time during capacitor maintenance. The patient presented on 6/14/17 for procedure and the device was explanted and replaced. No further information was available.